Event description:
Additional information has been received: it was reported that the patient had an open repair performed. The surgical conversion was successful and the patient is fine. Exact date of intervention and nature of the open repair are unknown.

Manufacturer narrative:
Results: open surgical repair.

Manufacturer narrative:
(B)(4). Results: (stent graft migration). Results and conclusion: (disease progression; neck dilatation).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 9 yrs ago. Vessel and aneurysm morphology at the time of implant were not reported. Currently, the vessel morphology was reported as there was disease progression with aortic neck dilatation. It was reported that a recent CT demonstrated that the stent graft has migrated distally without a type I endoleak. The pt is scheduled to be treated at a later date. No clinical sequelae were reported and the pt is fine.